Event description:
Approximately thirty one months after successful embolization of the unruptured right posterior communicating artery aneurysm, the patient died. The cause of death was progressive supranuclear palsy (psp). Relationship to implanted devices is unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.